Manufacturer narrative:
Device passed displacement test and selftest. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 was confirmed in device history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported website form that the insulin pump had failed audio beep test. Customer¿s blood glucose level was unknown. The device will not be returned for analysis.